Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the caller indicated that they were in a case to replace the ins and the extension broke. The caller was trying to identify the extension that was connected to the ins and how it was connected to the 3998 lead. The caller reviewed x-ray imaging with the md and described a system that included a 37082 connected to 37081. Tss reviewed information about the possible components. Troubleshooting was not required. The issue was not resolved through troubleshooting. The surgeon will attempt to access the extension so the component can be replaced. Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient (pt) with an implanted neurostimulator (ins). It was reported that pt was scheduled for a battery replacement for normal eri. Hcp carefully cut down to the battery and ensuring not to come in contact with extensions. Upon examination, the extension that was connected to the battery was observed to be coiled tightly, it did not appear to have wires inside. The hcp removed the old battery and placed on the new battery in order to test connections in impedances. This showed a green connection test, but all high impedances (~20,000). After discussion and contacting technical services, the hcp elected to replace the broken extension in an attempt to resolve the issue. The broken extension removed in two pieces, one of which showed frayed wires and the other a clear sheath with no wires inside. A new extension was successfully placed, and the new battery connected. This resolved all connection and impedance issues.

Manufacturer narrative:
Continuation of d10: product ID 37701, serial# (B)(6) implanted: (B)(6) 2013, product type implantable neurostim ulator product ID 3708140, serial# (B)(6), product type extension product ID 37701, serial# (B)(6), implanted: (B)(6) 2013, product type implantable neurostimulator section d information references the main component of the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 37701 serial# (B)(6) implanted: (B)(6) 2013 product type implantable neurostim ulator product ID 3708140 serial# (B)(6) product type extension product ID 37701 lot# serial# (B)(6) implanted: (B)(6) 2013 product type implantable neurostimulator h3: analysis of the product ID 3708140 serial# (B)(6) found broken conductors: 0-7 6.5cm from proximal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.